Manufacturer narrative:
No product returned. Asae/hematoma: patient had hematoma at site of impella reposition sheath on morning check. Impella was placed yesterday and then transferred to hloc. Impella remains in patient for support. The cause of the access site adverse event was not determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.

Event description:
The complainant reported that the physician noted a hematoma at the site of the impella repositioning sheath during the morning check. The impella device was placed the previous day, and the patient was subsequently transferred to a higher level of care.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.